Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified and 80% stenosed right coronary artery. A 2.75 x 38 mm xience prime was implanted without issue; however, 2 hours post procedure, the patient complained of chest pain and when being taken back to the cath lab, the patient expired. The doctor observed it as a clear case of stent thrombosis or perforation which went unnoticed. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The reported patient effects of angina, thrombosis, and death, as listed in the xience prime everolimus eluting coronary stent system instructions for use, are listed as known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency.